Event description:
It was reported that the pt's vns indicated high impedance at the pt's last office visit. Review of the programming history available to the manufacturer shows that the high impedance was first discovered on (B)(6) 2010. X-rays have been taken and reviewed by the physician; however, no lead fractures were observed as per the physician. No adverse events have been reported as a result of the anomaly. Attempts for further info have been unsuccessful to date. Surgery to replace the pt's lead and generator is likely.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.